Event description:
Dissecting tool broke during spinal instrumentation procedure while drilling pedicle. The broken portion of the tool was embedded in the bone and was left in the patient. No additional actions were reported. It was reported that there was no patient injury. The surgeon is experienced in this procedure and considered the breakage unusual. Hospital risk management is holding the tool and has indicated that photographs will be provided.

Manufacturer narrative:
Findings: evaluaton was not conclusive, as the device was not returned. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or pyring, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." Tools released under this lot number were distributed on on before 11/06/2006. There have been no reports of dissecting tool breakage for other tools from this lot. In the past two years. There have been no additional reports of dissecting tool breakage for these tools. The calculated incidence of tool breakage for this type is 1/13798 or 0.007%.